Event description:
It was reported the zxt375 intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). The toric iol rotated 30 degrees and there is 2 diopters of residual stigmatism. Patient complained of blurry vision early, soon after having implant. The lens is still implanted; however, correction surgery scheduled for (B)(6) 2023. No further information is available.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown/asked information unavailable. Date of event: unknown as information was not provided, the best estimate date is between implant date ((B)(6) 2022) and complaint receive date ((B)(6) 2023). Catalog number: a complete catalog number is unknown, as device serial number was not provided. Device serial number: unknown/asked information unavailable. Device expiration date: unknown as device serial number was not provided. UDI number: the UDI number is unknown as device serial number was not provided. Date implanted: the exact date of implant is unknown. The best estimate date is (B)(6) 2022. Date explanted: not applicable as the iol remains implanted, therefore not explanted. The device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.